Event description:
It was reported that this system with implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited an abrupt increase in rv pacing impedance measurement starting january of this year. Additional information shows the spikes in impedance measurement is within range. Technical services (ts) was consulted and advised there was no noise observed and provided troubleshooting with the lead. At this time, the lead and device remain in service and no adverse effects were reported. Subsequently, additional information was received indicating that there were variable ventricular pacing impedance values noted with some being greater than 3,000 ohms. Additionally, lead noise was reproduced by arm movements. Chest x-ray was recommended to find the root cause. At this time, the lead and device remain in service, and no adverse effects were reported.